Manufacturer narrative:
Updated fields: d8, h2, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an ercp lithotripsy procedure, it was noted that while the stone was in the basket for lithotripsy, the metal sheet cut into the underlying plastic sheet as it was being advanced towards the basket. This prevented further movement towards the tip/basket. There were no reports of patient harm.

Manufacturer narrative:
Additional information: a2, a4, b5 correction: d7, d8, d10, h6.

Event description:
It was reported from the customer that the ercp (endoscopic retrograde cholangiopancreatography) lithotripsy procedure was completed with the affected device.